Manufacturer narrative:
All operating currents are within specification. Off no power alarm functioned properly and no blank display noted. No damage was noted on the connector and or lcd isolation tape. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
Caller reported that the insulin pump's display was blank. Blood glucose level was 306 mg/dl at the time of the call. During troubleshooting, the caller was unable to get the display to return. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.